Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) after approximately 55 months of implant, due to an extended mid-life charge time. A manual capacitor reformation (mcr) was performed, which resulted in a fault code for a charge time in excess of 45 seconds. No adverse patient effects were reported as a result of these observations.

Manufacturer narrative:
The device was successfully replaced with a new boston scientific device, and an attempt has been made to have the explanted device returned for analysis. This event will be updated if any additional information becomes available.